Manufacturer narrative:
The user facility was having difficulty discerning the pass and the fail colors of the chemical indicator (ci) and concluded that since the chemical indicator is an optional monitoring device and therefore not required for system 1e operation that they would discontinue use of the ci and rely on the system parameters for release of loads processed in their liquid chemical sterilant processing system. Steris continued investigating customer complaints as it related to difficulty in discerning the pass and fail colors of the ci and has since revised the ci labeling to ensure the color blocks accurately and legibly represent the indicator's start, pass and fail color. In addition, the manufacturing method was revised (B)(4). The customer will be notified of the results of this investigation.

Manufacturer narrative:
The steris technician went on-site, inspected the unit and recalibrated thermocouples 1 and 2 due to a reported heater problem processor fault alarm. The technician ran several test cycles which successfully completed; the unit was returned to service. Previous manufacturer narrative on this MDR incorrectly reported the pressure transducer was recalibrated, which should have stated the thermocouples.

Manufacturer narrative:
Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Manufacturer narrative:
The steris service technician inspected the system 1e processor and determined it was operating properly with the exception of the pressure transducer which was recalibrated. The processor was then tested and verified to be operating properly. In addition, the manufacturing facility ran processor cycles using the same lot number of chemical indicators (ci) and s40 sterilant; both the cycle parameters and ci indicators passed. The user facility staff has opted to run the system 1e processor without using the ci; use of the ci is optional. No further issues have been reported with use of the system 1e processor.

Event description:
The user facility reported that patient procedures were delayed as a result of failed ci results for system 1e processing cycles; the facility manually cleaned the scopes and the procedures were successfully completed the same day.